Event description:
The sheath is splitting at the 10% angle when ancillary instrument are ontroduced. The channel had been opened with instrument prior to insertion into the pt but, the sheath still split when introduced, causing discomfort to the pt.

Manufacturer narrative:
H-6 conclusion code 67: the product upon which this medwatch is based is anticiaped.